Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and unable to empty the bladder. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with extensive adhesiolysis, repair of incidental cystotomy, bilateral salpingo-oophorectomy, bilateral ureterolysis, repair of large enterocele, cystoscopy and repair of colpotomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion. It was reported that patient underwent lysis of adhesions, anterior colporrhaphy, vaginal vault suspension and appendectomy on (B)(6) 2009 by dr. (B)(6) due to pop.

Event description:
It was reported that following insertion the patient experienced adhesion. It was reported that patient underwent lysis of adhesions, anterior colporrhaphy, vaginal vault suspension and appendectomy on (B)(6) 2009 by dr. (B)(6) due to pop.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue post-operatively. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to bladder prolapse. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.